Manufacturer narrative:
The investigation determined that the issue is consistent with insufficient operator maintenance.

Manufacturer narrative:
The magnesium reagent lot number was 769149 and the calcium reagent lot number was 717259. The reagent expiration dates were requested, but not provided. The field service engineer ran mechanism checks. The vacuum, air flow rates, and water pressures were checked. A bent sample probe was replaced. A water supply hose from the water storage tank to the water pump was found kinked. Plastic particles were found in the water supply pump filter, indicating pump head damage. The engineer later returned and replaced pump heads, cleaned the water supply tank, primed the system, and checked probe wash levels. The water pressure was adjusted. Mechanism checks were performed, the vacuum was checked, and the cuvette wash levels were checked. A cell blank calibration and photometer checks were performed. The customer ran calibration and controls. All checks passed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with mg2 (magnesium) and ca2 (calcium) on a cobas 8000 c702 module. Examples were provided for two patient samples with discrepant results. The first sample initially resulted in a magnesium value greater than the high end of the assay measuring range (> 2.0 mmol/l). No specific result was provided for the initial value. The sample was repeated with automatic dilution, resulting in a magnesium value of 0.8 mmol/l. The sample was also repeated on a second analyzer, resulting in a magnesium value of 0.8 mmol/l. The second sample resulted in calcium values of 2.049 mmol/l and 1.661 mmol/l.